Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) provided guidance that the device needs to be replaced. Subsequently, this device was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified several system memory faults that occurred prior to device implant and another system memory fault that occurred while the device was implanted, which resulted in the device reverting to safety mode. The corrupted memory was corrected in the laboratory, but the device reverted to safety mode prior to automated testing and several times during automated testing. The device case was removed and a higher than normal current drain was noted. The mixed mode integrated circuit (ic) was then removed from the device circuit board and placed on a test circuit board with a known good digital ic. A similar higher than normal current drain was also observed. Additional internal memory resets occurred, and the system kept reverting to safety mode. The mixed mode ic was removed from the test system and was tested in a ball grid array (bga) configuration with no unexpected failures observed and a normal current drain. The mixed mode ic was placed back into the test circuit board configuration and this time, it operated normally with a successful firmware download, normal communication with the programmer and a normal current drain. A faulty mixed mode ic was the cause of the device reverting to safety mode while implanted and during laboratory testing. However, the cause of the failure within the mixed mode ic could not be established.